Event description:
Additional information: it was later reported that the revision was due to a flipped pump. Reporter had no further information as regards to the bridge-bolus issues following revision reported previously and patient outcome.

Event description:
It was reported that during a pump revision and fill, there was some confusion on how much, if any, of the bridge bolus entered the patient. The health care provider primed the catheter and filled the pump with a new, higher medication concentration. Next he performed a priming bolus. Due to the presence of "old drug" in the tubing, he also programmed a bridge bolus. It was said, both the bridge and priming boluses were programmed at the same time. It was unclear if the bridge bolus was infused into the patient because the programmer did not indicate either bolus were done. It was said the provider re-programmed the patient in the post anesthesia care unit (pacu.) The patient was hospitalized overnight to ensure there was not an overdose. The pump's new concentration and dosage was changed to 25mg/ml, at a daily dose of 4mg/day, respectively.

Manufacturer narrative:
Catheter model # 8709sc; serial #(B)(4), impanted: 2013-(B)(6), explanted: unk. The initial MDR was filed as MFR report #3007566237-2013-01551. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).